Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown if the lens was implanted. If explanted; give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), the haptics broke once the lens was delivered into the patient's operative eye. Reportedly, the surgeon had to physically untangle the haptics from the optic instead of having the lens to unfold normally and automatically by itself with very little assistance. The account commented that this issue was experienced by three (3) surgeons with 3 type of lenses (pcb00, zcb00 and za9003). It was also noted that the surgeons used different types of competitors viscoelastic (ovds). Three mdrs will be filed to record the 3 type of lenses. This report is for the pcb00 lenses.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
This supplemental report pertains to pcb00 lens. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.